Event description:
It was reported that when the external pulse generator (epg) was connected to a patient it was pacing at a higher rate than the rate that was set on the device. The epg was returned to the manufacturer for repair. The patient had a sufficient intrinsic heartbeat and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event, no anomalies were found.